Manufacturer narrative:
Attempts have been made to obtain product information for the smartablate¿ system rf generator system used during this procedure. However, information is unknown as the adverse event occurred approximately two (2) weeks after the procedure. Since there is no product information, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding clarification of the system used in this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no serial number is available. Concomitant bwi products: thermocool® smart touch® sf bi-directional navigation catheter (catalog # d134805, serial # unknown); pentaray catheter (catalog # unknown, lot # unknown) ; carto® 3 system (catalog # unknown, serial # unknown). Biosense webster manufacturer's reference number (B)(4) has two reports related to the same incident: MFR # 2029046-2018-01789 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter) ; MFR # 2029046-2018-01790 for product code m490007 (smartablate¿ system rf generator) . Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator and suffered an esophageal fistula requiring a surgical intervention. At an unspecified point post-procedure, the patient reported symptoms (unspecified). At an unspecified point post-procedure, the patient was readmitted. Two weeks post-procedure, an atrial perforation/fistula was diagnosed and subsequently confirmed during a surgical intervention. Although unconfirmed, it is believed that it was an atrioesophageal fistula. Patient required extended hospitalization as a result of the adverse event and the surgical intervention. Although unconfirmed, the patient was believed to be in stable condition at the time of complaint update. There is no information regarding patient outcome. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. The smartablate¿ system rf generator was set on power control mode. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Esophageal injury prevention measures included the use of a temperature probe. There is no information regarding spi value. Pentaray catheter was also in the left atrium. Thermocool® smart touch® sf bi-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. There is no information regarding the carto 3 system indicating to re-zero the thermocool® smart touch® sf bi-directional navigation catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.